Event description:
It was reported that during the middle of a neurosurgical procedure, the pruitt f3 carotid shunt balloon that was positioned in the common carotid artery suddenly detached, resulting in significant intraoperative bleeding. Immediate intervention was performed to control the bleeding, and the patient was stabilized. No additional complications or injuries were reported.

Manufacturer narrative:
The device was discarded and therefore was not available for further investigation; however, the video provided confirmed the reported event. Based on the review, the issue does not appear to be due to device failure. The footage indicates that the balloon likely ruptured because of the surgical technique used during the procedure. Specifically, the balloon appears to have been contacted by a surgical device holding a wire as it was advanced toward the open wound, resulting in immediate rupture and visible blood splatter. While the event was confirmed, the exact root cause could not be definitively determined. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the endarterectomy procedure. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Excessive handling during insertion, and/or plaque and other deposits within the blood vessel, may damage the balloon and increase the possibility of balloon rupture." The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.